Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon removed old poly of this (B)(6) male patient and replaced with new of same size. Patient tolerated well and is stable. Patient's removed implant was saved by physician for patient at patient's request.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, surgeon removed old poly of this 66 y/o male patient and replaced with new of same size. Patient tolerated well and is stable. The removed implant was saved by physician for patient at patient's request. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Reason not reported. These devices are used for treatment not diagnosis.